Event description:
Information was received indicating that during testing a smiths medical cadd ms3 pump exhibited system fault. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed no damage to the pump. The investigation found that on power up the device exhibited error code "112." The investigation determined that a loose drive rod and lead screw were the cause of the reported issue. The rod and screw were replaced. A manufacturing DHR review was not performed because the pump is outside of its warranty period and results of the complaint investigation do not indicate a problem with the repair of the device.